Event description:
It was reported that the patient fell on her back and was taken to the hospital. The patient was okay but was having pain across the buttock and could barely walk. She wanted to have her implantable neurostimulator (ins) checked. The patient had to increase stimulation and then it would hurt or it was too low and it wouldn¿t work. It was not known when this started. Follow-up was performed to determine if any troubleshooting had been done, if a cause had been determined, if any intervention was needed, how the patient was doing, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).